Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 340 mg/dl on the advantage system compared back to back with a result of 160 mg/dl on the doctor's system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.